Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported by clinical staff that the midlines seem to clot. No other information was provided. Additional info. Received 11/18/2020: "unfortunately, my staff did not communicate any particulars, just observations over several months¿ time".